Event description:
Per the info provided to co by the physician's office, the device was removed due to "a pinhole leak in the cylinder to the pump." As reported to co, the reservoir was removed and replaced, leaving the rest of the device in place.